Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2016 by the journal of shoulder and elbow surgery, titled ¿distal biceps tendon repair: comparison of clinical and radiological outcome between bioabsorbable and nonabsorbable screws¿. The study reviewed twenty-three (23) patients were treated with reinsertion of the distal biceps tendon in a bone tunnel at the radial tuberosity through a single anterior incision using a transosseous button combined with an interference screw, using titanium bicepsbutton® + interference screw (plla or peek) (arthrex). During the 48-month follow-up period, one (1) patient experienced traumatic tendon rerupture requiring revision surgery. Source: caekebeke, p., et al. (2016). "Distal biceps tendon repair: comparison of clinical and radiological outcome between bioabsorbable and nonabsorbable screws." J shoulder elbow surg 25(3): 349¿354.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.